Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation') and perforation ('organ perforation') in a female patient who had essure (batch no. A95855) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia and tooth loss outcome was unknown and the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tubes perforation') and perforation ('organ perforation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia and tooth loss outcome was unknown and the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Batch number a95855 not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tubes perforation"), device breakage ("but sometimes a piece of an essure device might break off") and perforation ("organ perforation") in a female patient who had essure inserted (lot no. A95855) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("esssure and endometrial ablation"). The patient had a medical history of nabothian cyst, adenomyosis, uterine fibroid, amenorrhea, parity 2, gravida ii, knee operation and tonsillectomy. Previously administered products included: nuvaring and mirena. Concurrent conditions were listed as ovarian cyst, abdominal pain, rectal bleeding, itchy rash, stress urinary incontinence, weight gain, back pain, ovarian cyst, smoker, bladder spasm, bloating, cramp in lower abdomen, pelvic pain female, dysmenorrhea and pelvic discomfort. Concomitant products included flexeril (cyclobenzaprine hydrochloride) since (B)(6) 2016, rabeprazole ec (rabeprazole sodium) since (B)(6) 2016, apo-prednisone (prednisone) since (B)(6) 2016 and amoxicillin (amoxicillin trihydrate) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia and tooth loss were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2017: findings: in the left myometrium, there is a 2 cm hypodensity that may represent a fibroid as per the previous ultrasound. There is a 5mm radiopaque metallic density in the pelvis, along the right broad ligament. The right and left ovary measures 3.3 x 2.4 cm and 2.2 x 1.8 cm, with a probable corpus luteal cyst in the right ovary. There is a small volume of pelvic free fluid that is likely physiologic. No focal drainable fluid collection. No pelvic lymphadenopathy. A focal 8 mm hypodensity in segment 2 is most likely benign such as a cyst. Impression: 1. No radiopaque foreign body in the left cornua to suggest a retained essure device. 2. Incidental note is made of bilateral sacroiliitis. While nonspecific, differential considerations include ibd related arthropathy, ankylo. [Cytology] on (B)(6) 2015: comment: had endometrial ablation; just started at the beginning of the month. Diagnosis: negative for intraepithelial lesion or malignancy. [Hysterosalpingogram] on (B)(6) 2014: findings: the bilateral essure coils are noted. Neither fallopian tube is seen to opacity in keeping with successful essure placement. The endometrial canal demonstrates slightly irregular contour. This could be further evaluated by pelvic ultrasound including an endovaginal scan. [Pathology test] on (B)(6) 2017: clinical data: fertility. Laparoscopic bilateral salpingectomy. Specimen: fallopian tubes, right and left. Diagnosis: laparoscopic bilateral salpingectomy - two segments portions of fallopian tube with fimbria identified. Gross description: the specimen consists of two segments of fallopian tube with fimbriated ends. The largest is 5 cm in length accompanied by silver metallic coiled materia; on (B)(6) 2018: clinical data: incapacitating pelvic pain. Specimen: uterus and cervix. Diagnosis: uterus and cervix, tlh. Cervix with nabothian cysts. Endometrium with degenerating decidua like cells. Unremarkable myometrium. Subserosa simple cysts. [Ultrasound pelvis] on (B)(6) 2013: no focal uterine or endometrial abnormalities. The ovaries are normal. No free-fluid in the pelvis. This explains the unusual hypoechoic structure in the vaginal vault on the transabdominal images; on (B)(6) 2016: findings: abdomen: no hydronephrosis, hydroureter or calculi are seen. No perinephric fluid collection is seen. The appendix was not visualized on ultrasound but no ancillary findings to suggest appendicitis is present. Pelvis: last menstrual period was one week ago. A 1.5 cm hypoechoic mass is seen in the posterior fund us of the uterus in keeping with a uterine fibroid. The right ovary is normal in size containing 3 physiological follicles, the dominant follicle measuring 1. 7 x 0.8 x 1.6 cm. The left ovary is normal in size containing small physiological follicles. No free fluid is present in the abdomen or pelvis; on (B)(6) 2017: conclusion: I believe the small hypoechoic round structure in the left cornua represents a small hemorrhage or retained clot where they had to remove an embedded intrauterine device. The pelvis ultrasound examination is otherwise normal [ultrasound scan] on (B)(6) 2014: impression: no sonographic evidence of cholecystitis. Possible left renal cyst with echogenic debris. Suggest follow-up renal ultrasound in 6 to 8 weeks; on (B)(6) 2016: the essure closure devices are again noted within the pelvis. Batch number a95855 not valid. The most recent follow-up information incorporated above includes data received on: 08-may-2024: medical record received. New event device breakage & medical device monitoring error was added. Lot number added. Medical history, concomitant conditions were added. Lab data including (surgical pathology report) were added. Patient information & new reporters were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tubes perforation"), device breakage ("but sometimes a piece of an essure device might break off") and perforation ("organ perforation") in a female patient who had essure inserted (lot no. A95855) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("esssure and endometrial ablation"). The patient had a medical history of nabothian cyst, adenomyosis, uterine fibroid, amenorrhea, parity 2, gravida ii, knee operation and tonsillectomy. Previously administered products included: nuvaring and mirena. Concurrent conditions were listed as ovarian cyst, abdominal pain, rectal bleeding, itchy rash, stress urinary incontinence, weight gain, back pain, ovarian cyst, smoker, bladder spasm, bloating, cramp in lower abdomen, pelvic pain female, dysmenorrhea and pelvic discomfort. Concomitant products included flexeril (cyclobenzaprine hydrochloride) since (B)(6) 2016, rabeprazole ec (rabeprazole sodium) since (B)(6) 2016, apo-prednisone (prednisone) since (B)(6) 2016 and amoxicillin (amoxicillin trihydrate) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress").essure was removed on (B)(6) 2018. The patient was treated with surgery (on (B)(6)2017 bilateral salpingectomy and total laparoscopic hysterectomy). At the time of the report, the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia and tooth loss were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2017: findings: in the left myometrium, there is a 2 cm hypodensity that may represent a fibroid as per the previous ultrasound. There is a 5mm radiopaque metallic density in the pelvis, along the right broad ligament. The right and left ovary measures 3.3 x 2.4 cm and 2.2 x 1.8 cm, with a probable corpus luteal cyst in the right ovary. There is a small volume of pelvic free fluid that is likely physiologic. No focal drainable fluid collection. No pelvic lymphadenopathy. A focal 8 mm hypodensity in segment 2 is most likely benign such as a cyst. Impression: 1. No radiopaque foreign body in the left cornua to suggest a retained essure device. 2. Incidental note is made of bilateral sacroiliitis. While nonspecific, differential considerations include ibd related arthropathy, ankylo [cytology] on (B)(6) 2015: comment: had endometrial ablation; just started at the beginning of the month diagnosis: negative for intraepithelial lesion or malignancy [hysterosalpingogram] on (B)(6) 2014: findings: the bilateral essure coils are noted. Neither fallopian tube is seen to opacity in keeping with successful essure placement. The endometrial canal demonstrates slightly irregular contour. This could be further evaluated by pelvic ultrasound including an endovaginal scan [pathology test] on (B)(6) 2017: clinical data: fertility. Laparoscopic bilateral salpingectomy. Specimen: fallopian tubes, right and left diagnosis: laparoscopic bilateral salpingectomy - two segments portions of fallopian tube with fimbria identified. Gross description: the specimen consists of two segments of fallopian tube with fimbriated ends. The largest is 5 cm in length accompanied by silver metallic coiled materia; on (B)(6) 2018: clinical data: incapacitating pelvic pain. Specimen: uterus and cervix diagnosis: uterus and cervix, tlh - cervix with nabothian cysts endometrium with degenerating decidua like cells - unremarkable myometrium - subserosa simple cysts [ultrasound pelvis] on (B)(6) 2013: no focal uterine or endometrial abnormalities. The ovaries are normal. No free-fluid in the pelvis. This explains the unusual hypoechoic structure in the vaginal vault on the transabdominal images; on (B)(6) 2016: findings: abdomen: no hydronephrosis, hydroureter or calculi are seen. No perinephric fluid collection is seen. The appendix was not visualized on ultrasound but no ancillary findings to suggest appendicitis is present. Pelvis: last menstrual period was one week ago. A 1.5 cm hypoechoic mass is seen in the posterior fund us of the uterus in keeping with a uterine fibroid. The right ovary is normal in size containing 3 physiological follicles, the dominant follicle measuring 1. 7 x 0.8 x 1.6 cm. The left ovary is normal in size containing small physiological follicles. No free fluid is present in the abdomen or pelvis; on (B)(6) 2017: conclusion: I believe the small hypoechoic round structure in the left cornua represents a small hemorrhage or retained clot where they had to remove an embedded intrauterine device. The pelvis ultrasound examination is otherwise normal [ultrasound scan] on (B)(6) 2014: impression: no sonographic evidence of cholecystitis. Possible left renal cyst with echogenic debris. Suggest follow-up renal ultrasound in 6 to 8 weeks; on (B)(6) 2016: the essure closure devices are again noted within the pelvis. Lot number: a95855. Manufacture date: 2013-01. Expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report